Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of a new prostyle device was successfully pre-placed. The cardiac ablation procedure was completed using the 8f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The root cause of the reported difficulty and the subsequent treatment is based on the circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or during deployment contributed to the reported suture retrieval issue, there is no indication of a product quality issue with respect to manufacture, design or labeling